Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, above normal clinical reference range, for multiple pts, involving unicel dxi 800 access immunoassay system. This is report number one of two. Subsequent testing produced results within clinical reference range. The elevated results were released out of the lab and questioned by the physician. Amended reports were released to the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse replaced the peristaltic pump tubing and cleaned the reagent probes. The fse cleaned the reagent probes and successfully completed system check and troponin I calibration. The fse stated replacement of the peri-pump tubing resolved the issue. The unit conformed to the MFR's performance specifications. The customer stated the unit was in normal operation. Pt samples were collected in plastic bd lithium heparin tubes with gel and centrifuged at 3,000 rpm (rotations per minute) for 15 minutes. Specimens were samples from primary tubes. Quality control (qc) was within specifications prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-04412.